Manufacturer narrative:
The insulin pump received with received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a button error alarm. Customer stated he had his insulin pump in a plastic bag with his swim trunks while on a catamaran. Customer was not sure if the insulin pump got wet. The blood glucose reading was 153 mg/dl. Nothing further was reported.